Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found air pressure does not retain at standard value due to faulty scope socket. Faulty spare lamp. Cooling fan not working due to faulty fan. Heavy dent & corrosion on rear panel. Screw broken on top cover. Cable found corroded. Poor appearance on top cover and inside harness. Output connector is worn. Lens found foggy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed emergency lamp indicator and main lamp light up at the same time. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the blinking light was caused by a faulty emergency lamp. However, a specific cause of the phenomenon was not established at this time. Olympus will continue to monitor field performance for this device.